Manufacturer narrative:
(B)(6). This report is for two (2) unknown uss dual opening screws, partial part number 499.2xx at level t9. Lot number is unknown. Other number¿UDI: part number unknown, UDI is unavailable. Therapy date: unknown date in 2012. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2017 due to a broken synthes universal spine system (uss) iliac screw, nonunion and kyphosis. The patient initially underwent t9-s1 posterior spine fusion with synthes universal spine system (uss) dual opening and uss polyaxial (iliac screws only for uss polyaxial) on an unknown date in 2012 to address the patient¿s degenerative scoliosis and stenosis. On an unknown date post operatively, it was confirmed via x-ray that one left iliac screw (uss iliosacral, unknown size) broke at ilium and the patient had non-union at an unknown level. The patient also developed kyphosis about and above the level of the fusion postoperatively. The patient also had proximal junctional kyphosis above the construct and needed to the construct to be extended to address the kyphosis. During the (B)(6) 2017 revision surgery two (2) rods, eleven (11) uss dual opening screws, one (1) right uss polyaxial screw (8.0 x 60mm), twenty-two (22) uss 12 point nuts, two (2) uss poly heads, two (2) uss poly collars and twenty (20) uss dual opening collars were explanted intact and without any alleged malfunctions. Nine (9) of the uss dual opening screws were left implanted along with the shaft of the broken left iliac pedicle screw. The head of the broken left ilium screw was removed. The surgeon placed new uss screws from t4-t8. He then performed osteotomies to address the kyphosis above the 2012 construct. The surgeon contoured 6.0 x 400mm pre-contoured rods. He connected the rods to the screws from t4-s1. A new uss screw was placed in the right ilium into the same hole from the 2012 procedure. A new left iliac screw was placed next to the broken screw. The procedure was successfully completed. The patient outcome is unavailable for reporting. Concomitant devices reported: uss poly head (part # 04.607.402, lot # unknown, quantity # 2), uss poly collar (part # 04.607.412, lot # unknown, quantity # 2), uss dual opening collar (part # 499.292, lot # unknown, quantity # 20), uss 12 point nut (part # 499.294, lot # unknown, quantity # 22), 6.0 x 300 mm tan rods (part # 498.292, lot # unknown, quantity # 2), uss poly 8.0 x 60mm right iliac screw (part # 04.607.078, lot # unknown, quantity # 1), uss dual opening screws (part # 499.2xx, lot # unknown, quantity # 11). This report is for two (2) unknown uss dual opening screws, partial part number 499.2xx at level t9. This report is 2 of 10 for (B)(4).